Manufacturer narrative:
The initial MDR 1226181-2015-00534 was filed on september 21, 2015.additional information (09/29/2015): a siemens headquarters support center (hsc) specialist reviewed the patient results. There was no instrument data available for the review. The quality controls were run, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely low calcium result on one patient sample is unknown.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument with a different reagent lot, resulting higher both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.